Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test and unable to prime during prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the round part beside the medtronic minimed sign is broken. It was also stated that the insulin pump alarmed during a manual prime. Nothing further was reported.